Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 10.9cm to 12.9cm from the distal tip. The silicone insulation was abraded and the re conductors were visible. The etfe coating was intact at the same location. External insulation abrasion was found at 13.2cm to 13.8cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during lead explant for high thresholds, externalized conductors were observed via fluoroscopy. Lead was explanted and replaced.